Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the one of two complaint devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-01833 for the other associated device information. It was reported to boston scientific corporation that an injection gold probe¿ was used in the esophagus or stomach during a procedure performed on (B)(6) 2017. According to the complainant, the gold probe was performing properly. The device was removed to clean some tissue particles off the tip. While cleaning it with a 4x4 gauze, the tip detached. The procedure was completed with a third injection gold probe¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.